Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that a one touch ultra meter was reverting to setup mode. The medical affairs specialist (mas) was able to contact the pt to obtain add'l info. The pt tests his blood glucose three times a day and manages his diabetes with insulin (usually requiring no dose adjustments). The pt stated that the alleged issue first occurred on the day before at 1:30 am and as a result, the pt reportedly did not make any changes in terms of his diabetes management. At an unspecified time after the alleged meter issue began, the pt reportedly developed symptoms of "shaking and dizzy" but claimed that he did not seek medical intervention or received treatment. He reportedly went to sleep and in the morning, had breakfast was reportedly "feeling okay". The pt was not tested on any other devices. This alleged issue reportedly occurred after the pt had replaced the battery. The issue was unresolved with troubleshooting and the pt's products have been replaced. This complaint is being reported because the alleged issue was not resolved with troubleshooting. The pt claimed that he developed symptoms suggestive of hypoglycemia after the alleged meter issue began.